Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2007. Subsequently, the patient was revised on (B)(6), 2011, due to pain. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Evaluation of the device found evidence of subluxation of the joint and scratching of the bearing surfaces. Based upon the appearance of the device, wear rates did not appear excessive.this report filed (B)(4), 2011.